Event description:
It was reported that during a rotational atherectomy treatment procedure, foot switch failed. The dynagllide foot pedal switch failed during the procedure and the 2mm burr in the left main was unable to be retrieved with the dynaglide foot pedal. The procedure was unable to be completed. The patient complained of pain. Additional information has been requested and is not available.

Event description:
It was reported that during a rotational atherectomy treatment procedure, foot switch failed. The dynaglide foot pedal switch failed during the procedure and the 2mm burr in the left main was unable to be retrieved with the dynaglide foot pedal. The procedure was unable to be completed. The patient complained of pain. Additional information has been requested and is not available.

Manufacturer narrative:
Corrected: type of reportable event. Corrected to serious injury. Device evaluated by manufacturer: device analysis revealed no issues with the device. The foot pedal was tested by the fremont cis lab using a gold console and a rotalink 1.75mm burr. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).